Manufacturer narrative:
The products were not returned for analysis. The lot history record review was not performed because this incident was based on a review article, and no device/lot information was provided. Based on the available information, causes for the reported heart failure could not be determined. Heart failure is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title ¿transcatheter treatment of valvular heart disease¿.

Event description:
It was reported through a research article that 307 patients with functional mitral regurgitation underwent a mitraclip procedure. At the one year follow up, it was reported that implanted mitraclip may have caused or contributed to rehospitalization and heart failure. Additional details are listed in the attached article, titled ¿transcatheter treatment of valvular heart disease a review.¿ no additional information was provided.